Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due to component failure of internal lens. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h4, h6 and h11.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had cracks on the lens. The issue occurred during a therapeutic video-assisted thoracoscopic surgery (vats) partial resection. The issue was completed with an olympus back-up device. There were no reports of patient harm.